Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was in disconnect mode despite being displayed as online in rss. The customer confirmed the issue. The it team verified network connectivity and found no issues. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. A technical support specialist (tss) found data synchronization logs showed error 8630 related to a transaction scope threading issue. Tss then verified the es server, where the station was synchronizing up to current time with no active synchronization errors. A full synchronization was performed as per knowledge article, proper data sync 2.0 procedure, after which the station returned to normal operation. The system functioned as intended after the technical support specialist troubleshot the device.